Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient called the rep and described pain where her battery was located and said that the battery was too high and too big. The patient was complaining of the battery location. The patient has been reprogrammed, and has an appointment with their hcp on (B)(6) 2018. The issue has not been resolved yet. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the battery was not placed too high. The patient stated she has "low back pain" this is new since the battery placement. The patient was seen in the clinic on (B)(6) 2018, and it was discussed to maybe replace the battery with a rechargeable one that would be smaller. The patient had a lumbar radiculopathy MRI done on (B)(6) 2018 which showed a disc bulge at t12-l1. The patient received an epidural steroid injection at t12-l1 on (B)(6) 2018. The patient is happy with the pain relief she has experienced in her leg with the use of the ins and does not want any changes in adjustment. She is thinking about changing out the battery for a rechargeable one that may be smaller. No further information was reported.